Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a central airway malignant obstruction procedure on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous; however no dilatation was performed. The patient's lesion was located on the left lobe of the bronchus, the exact size is unknown; however it was reported as "large cell". During the procedure, the catheter kinked and the stent only partially deployed inside the patient. The device was removed from the patient without issue, and the procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Post procedure, after the stent was removed, it was reported that the deployment suture looked caught on the stent.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 15 mm. No issues were noted with the crocheting of the stent. During analysis it was possible to retract the deployment thread and fully deploy the stent without any issue. No issues were noted with the profile of the deployed stent. The catheter was severely kinked at approximately 25 mm proximal to the distal tip. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a central airway malignant obstruction procedure on (B)(6) 2010. According to the complainant, the patient's anatomy was tortuous; however no dilatation was performed. The patient's lesion was located on the left lobe of the bronchus, the exact size is unknown; however it was reported as "large cell". During the procedure, the catheter kinked and stent only partially deployed inside the patient. The device was removed from the patient without issue, and the procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Post procedure, after the stent was removed, it was reported that the deployment suture looked caught on the stent.

Manufacturer narrative:
(B)(4) - for the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.